Event description:
The customer reported that out of 16 positive samples, nine were reported out of the lab, and the other seven were re-tested. Of the seven re-tested, all resulted as negative upon retest. The field service engineer (fse) decontaminated the instrument. There was no report of impact to patient management.

Manufacturer narrative:
D4 and h4 updated to include lot informaion. B5 was updated with additional information. Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs involving the reported discrepant sample identifications (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication of abnormal amplification curve displaying in the fam channel. No abnormality was observed when reviewing the amplification curves. Customer monitored the instrument and found contamination in the lab. The likely cause of this event could be due to contamination. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523373 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523373 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc sample stage amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523373 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 523373. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 523373. At the time the search was performed, the complaint history review did not identify any additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523373. A product deficiency was not identified by this evaluation. A product deficiency could not be identified as a result of this review.

Event description:
Customer reported false positive results on the alinity m sars cov-2 assay. 47 samples initially tested "detected" on the alinity m sars-cov-2 assay with late cycle numbers. The samples were retested and generated "not detected" results the false positive results were not reported outside of the lab, so there was no impact to patient management.

Manufacturer narrative:
Complaint will be elevated for investigation.